Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and noticed that the vending machine was triggered. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure using the xi system that the surgeon side console (ssc) produced an unknown error. The customer restarted the system and cleared the error, but then the erbe generator would not power on. All of the other system consoles and carts had power. The intuitive tech support engineer (tse) advised to check for proper seating of the erbe power cable and to try another wall socket. The customer stated that this was not a power issue. The customer had already checked the ac power at the wall socket and found that it had power. The tse asked the customer to restart the erbe, try a backup generator. The customer refused to perform additional troubleshooting. The customer decided to convert the procedure to laparoscopic. There were no reports of patient injury. Intuitive followed up with the customer and was advised that no additional ports were added due to the conversion.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and during (power-on test), the (c-34) error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.

Event description:
Refer to h11 for follow-up information.